Event description:
Additional information received reported that the patient was experiencing a surging sensation and the patient stated ¿I¿ve had it n ine years and I am getting it replaced thursday and I wanted to know if I needed to bring the charger and the controller with?¿ the patient stated that her implantable neurostimulator (ins) ¿was surging and the manufacturer¿s representative (rep) said it was ready to be changed.¿ the surging started ¿about three months ago, and it hadn¿t been surging the whole time but when it surged it scared me.¿

Event description:
It was reported that the patient was feeling surging on her left side. The patient said the surging started on (B)(6) 2014. The patient had no falls or traumas, the surging came on suddenly. The amplitude was decreased and the surging decreased but she was still feeling it. The surging did not hurt but she could still feel it. Additional information was received that there was (B)(6) or greater symptoms reduction. The cause of the event was determined and it was device related. Reprogramming was needed. There was an end of life for stimulator, the patient was to be scheduled for generator replacement on (B)(6) 2014. The patient experienced a sudden loss of therapeutic effect. The patient did not experience a loss of stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377760, lot# v004734, implanted: (B)(6) 2006, product type: lead. Product ID: 377775, lot# v003918, implanted: (B)(6) 2006, product type: lead. (B)(4).